Event description:
Patient called to report problems with her biomet nexgen knee replacement. Patient said after she had the device implanted in 2011, she had some pain and swelling that was manageable. Patient said on (B)(6) 2019, she fell when she was just standing in place. Patient said her leg went up in the air in front of her and then she fell backwards and broke her femur, patient believes the knee replacement may have been broken already and caused her to fall. Patient said the femur break was only one inch above the knee replacement. Patient stated it¿s been 5 months since her femur repair surgery and she still cannot walk without a walker and it¿s affecting her emotionally. Patient believes her fall may be due to a faulty biomet knee.